Manufacturer narrative:
(B)(4). The customer returned a 3-lumen catheter and an unraveled guide wire for evaluation. The components showed evidence of use in the form of dried blood. Visual examination revealed the guide wire is unraveled from the proximal weld and is kinked/distorted in several locations along the body. The guide wire body is kinked in one location and has a gradual bend/curl in another location; both near the center of the body. The proximal tip of the core wire was exposed out of the coil wire. The distal j-bend was undamaged. The returned catheter did not show any obvious defects or anomalies. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip is pinched/tapered at the point of separation. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The kink in the guide wire body was located 234 mm from the proximal tip. The gradual bend in the guide wire body was located between 307-372 mm from the proximal tip. The broken core wire measured 600 mm in length, which is within specification; therefore no pieces of the core wire appear to be missing. The outside diameter of the guide wire and the catheter body length were measured and were found to be within specification. The catheter product drawing specifies that "0.035" diameter spring wire guide must pass freely thru distal lumen #1 from distal tip to hub without restriction." A lab inventory 0.035" guide wire passed through the distal extension line and catheter body of the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record (DHR) review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire and catheter met all functional/dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during use the guide wire broke apart. The guide wire was removed and the procedure was performed using a new cvc kit.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during use the guide wire broke apart. The guide wire was removed and the procedure was performed using a new cvc kit.